Event description:
The pt underwent implantation of a synchromed pump with an unknown catheter in 1997 for intrathecal infusion of medication for pain. The pt experienced increased pain and received 12 nerve blocks 8 days prior to event date, after pump refill showed there was 14 ml in the pump instead of the expected 2 ml. The pt underwent explantation of the pump followed by implantation of another synchromed pump in 2000. The explanted pump was returned to the MFR for analysis. The pt received adequate pain relief with infusion from the new pump.

Event description:
The pt underwent implantation of a synchromed pump with an unknown catheter in 1997 for intrathecal infusion of medication for pain. The pt experienced increased pain and received 12 nerve blocks 8 days prior to event date, after pump refill showed there was 14 ml in the pump instead of the expected 2 ml. The pt underwent explantation of the pump followed by implantation of another synchromed pump in 2000. The explanted pump was returned to the MFR for analysis. The pt received adequate pain relief with infusion from the new pump.